Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an x-ray determined that this right ventricular (rv) lead was completely dislodged into the right atrium only six months after being implanted. It was reported that the dislodgement was due to the lead being twiddled. The lead had observations of low amplitudes, oversensing (no pacing inhibition), and inappropriate shock (therapy was not exhausted). The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or oversensing, however there was a slight twist in the lead body that was likely related to the report of twiddling.